Event description:
The customer reported the live images were going intermittently black for few seconds before returning to normal. No patient injured. Case completed without incident. System removed from live patient use.

Manufacturer narrative:
The ge service rep found a broken wire in interconnect cable. The replacement was not authorized as this time. Case closed. System remains non-operational.